Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombus and platelet dysfunction. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device disposition unknown at this time.

Manufacturer narrative:
On (B)(6) 2015 the patient refused pump exchange and heart transplant was urgently called for. The vad stopped on its own on (B)(6) 2015; the controller was changed in an attempt to restart the pump. The patient decompensated. Cardiopulmonary resuscitation was initiated, the patient was put on ECMO and the outflow graft was clamped. The patient died (B)(6) 2015. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The reported increased high power was confirmed with review of the provided log files. Pictures of the pump were received from the site; however, no conclusion can be made based on pictures and it was reported that the pump is not being returned to the manufacturer. Therefore, the reported thrombus and root cause cannot be confirmed. With review of the available information the patient's recent history of intracranial bleed and subtherapeutic inr are factors that may have contributed to the high power and suspected pump thrombus. There is no indication that any device manufacturing or device specification issues contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator at the facility in (B)(6) that the patient experienced an increase in power consumption starting on (B)(6) 2015. Log files were sent for analysis, on 22 and 27 may which indicated that there have been 173 high watt alarms logged since (B)(6) 2015. The current high watt alarm limit is set to 15.0 w. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 16.5 w on (B)(6) 2015 outside of normal power consumption. The vad pump was turned off due to suspected thrombus, and the patient was placed on ECMO. No additional information is available at this time.